Event description:
It was reported that the impactors were cracked. One impactor with no lot number was thrown away inadvertently by the staff. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. Visual examination of the physical product cannot confirm the cracked condition. However the attune fb tibial impactor is found broken in two pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.